Event description:
It was reported that when an asymptomatic patient presented at the clinic during follow up, post-paced t wave oversensing was observed. Programming changes were made. Intermittent undersensing was then observed with the new settings. Programming changes were recommended and made. The device and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.

Event description:
New information received states that intermittent undersensing was observed. Further reprogramming was done.